Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was transferred from their nursing home to the hospital after experiencing persistent low flow alarms from (B)(6) 2022 to (B)(6) 2022. The patient was noted to already have the low flow 2.0 software upgrade on their system controller. A computerized tomography (CT) scan revealed an extrinsic outflow graft (ofg) obstruction. The patient's international normalized ratio (inr) was in range, and there were no changes to their medications or pump speed that could have contributed to the obstruction. The patient was in poor general condition and was unresponsive. The patient was placed on palliative care; the continuation of their therapy would be discussed.

Manufacturer narrative:
H6 - 4591 - decreased level of consciousness, 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the reported outflow graft (ofg) obstruction could not be confirmed through this evaluation as the submitted video of the patient's computed tomography (CT) scan was inconclusive for a potential outflow graft obstruction. Furthermore, a specific cause for the reported obstruction could not be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient outcome's could not conclusively be established through this evaluation. The submitted system controller event log file contained events from 06dec2022 through 07dec2022. The file captured multiple low flow hazard alarms on both days. The pump appeared to operate as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The heartmate 3 lvas patient handbook (rev. G) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 pocket guide to alarms for clinicians (rev. C) and the heartmate 3 pocket guide to alarms for patients and caregivers (rev. C) explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient later passed away on (B)(6) 2022 due to multisystem organ failure and discontinuation of left ventricular assist device (lvad) therapy. The device operated as expected and death was not considered to be device or therapy related.